Event description:
Patient reported that her v-go device had fallen off of her arm. Patient states that sometime, the edges of the v-go would lift. The patient also reported that one night while she was sleeping, she woke up and the device was completely off of her arm. Patient confirmed that she does clean the area and lets it dry before applying v-go.